Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple unspecified alarms. There was no reported adverse impact to the customer's blood glucose level. No additional information regarding these alarms was provided by the customer.